Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups batteries were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's ups batteries were bad and needed to be replaced. No patient injury was reported.